Event description:
Resident was seated in wheelchair with seat belt in place around waist. Found 1.2 hr last observation with her body out of wheelchair buttocks on floor, wheelchair tipped forward and seat belt around neck.